Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending artery with mild tortuosity and mild calcification. During pre-dilatation, a perforation occurred which required the use of a graftmaster stent. The 3.5 x 16 mm graftmaster stent was deployed; however, 4 mm of the perforation was not covered; therefore, an additional 2.8 x 16 mm graftmaster stent was deployed and the perforation was sealed successfully. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.